Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm during therapy of blood with a secondary infusion of saline which was not infusing at the time (dose, programmed amount and delivery rate unknown). The issue was resolved after changing the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.